Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient was having difficulty charging. The patient explained that the receiver box on the rtm cord has been making a clicking noise when she tries to charge the ins. The patient noted that today she noticed stimulation turned off, even though she was charging the ins, and saw a green light above the screen. The patient stated the ins was at 60% and noted during the call that the recharging session stopped, but she was able to start up another charging session with ¿excellent¿ recharge quality. Reviewed controller button use, keep the ins charged, and how to turn the ins back on if necessary. Subsequently the patient reported that the ins was showing off again and she did not turn the ins off. Patient unlocked the controller and screen shows ins 100%, controller 100%. The patient stated she did not touch the buttons to adjust stimulation or turn stimulation on/off. The patient mentioned the battery was depleting faster than it used to. The patient was assisted with turning the ins on. It was recommended the patient monitor ins turning off and consult with the healthcare provider (hcp) for assistance and concerns. The patient reported her right rib cage vibrates and tingling sensation when she is moving around or sitting/standing for the last couple of weeks. The patient stated the ins was implanted in the right butt cheek. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that they would feel the tingling sensation in their right ribs at times, but the unit seemed to be working and charging correctly now; they weren't having any problems. They did not know why the ins was turning off nor why they were having the tingling sensation since they did not push any buttons. Regarding the cause of the ins depleting more quickly, they noted that a possible factor could be due to their job, which requires a lot of standing and walking. They reported the issue of the ins depleting more quickly did resolve. They noted that they would be seeing their physician on (B)(6) 2020 and would inform the physician about this event at that time. No further complications were reported or anticipated.